Manufacturer narrative:
(B)(4). Concomitant medical products - tibial poly bearing, catalog#: 150410, lot# :168600. Reinforced yoke, catalog#: 150493, lot#: 851290. Oss axle, catalog#: 150480, lot#: 274470. Oss poly femoral bushings, catalog#: 150477, lot#: 531020. Oss poly tibial bushing, catalog#: 150476, lot#: 443300. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, 0001825034-2017-02207, 0001825034-2017-02208, 0001825034- 2017-02210, 0001825034-2017-02211, 0001825034-2017-02212, 0001825034-2017-02213.

Event description:
It was reported that patient had a washout procedure. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant products: oss poly tibial bushing catalog# 150476 lot# 510910; oss tibial poly bearing 12mm catalog# 150410 lot# 819110; oss axle catalog# 150480 lot# 199250; oss poly femoral bushings 2pk catalog# 150477 lot# 494090; oss reinforced yoke catalog# 150493 lot# 547800. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the manufacturing process identified a cleanliness issue with the reported lots. The root cause of the reported issue is attributed to a manufacturing and sterilization issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.